Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during service / maintenance, the colonovideoscope exhibited foreign material clogged in the scope nozzle. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure found was confirmed. According to the investigation, foreign matter was found clogged in the scope nozzle. However, component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, the user conducted reprocessing in accordance with IFU or not was unknown from the provided information. The investigation could not identify the foreign material from the information provided. According to the investigation, the reported issue is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from the customer.